Event description:
I have been waiting for my new contact lenses since (B)(6) 2011, 6 months. The manufacturer is ciba vision. They advised me there is an FDA hold on these lenses and they have no idea when they will get approval to begin manufacturing these lenses. My problem is this, I have wore these lenses for nearly 25 years. Ciba vision is the only company to make this lense. I have a very steep base curve to my eye and no other company makes a lense to fit my eye. Pts who have steep base curves to their eyes must wear these lenses. I need my new contacts very bad. These lenses are a "custom fit" lense. They are dispensed in a vial and last up to one year. Please release this lenses soon. Please let me know when they will be available to pts like myself? Thank you for your time in this important issue for me. (B)(4).